Manufacturer narrative:
Patient information is not available for reporting. This report is for one (1) unknown screw. Part and lot numbers are unknown. Without the specific part and lot number, the UDI number is unknown. Complainant device is not expected to be returned for manufacturer review/investigation. Without a lot number the device history records review could not be completed. The investigation could not be completed; no conclusion could be drawn, as no product was received. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Device report from synthes europe reports an event in (B)(6) as follows: it was reported that during the removal of small fragment plate and screws from the patient¿s ankle the screw broke. Concomitant devise reported: plate (part # unknown, lot # unknown, quantity 1), screws (part # unknown, lot # unknown, quantity unknown). This report is for one (1) unknown screw. This is report 1 of 1 for complaint (B)(4).